Manufacturer narrative:
(B)(4). An unrelated issue was found. The coin battery was replaced to fix the issue.

Manufacturer narrative:
(B)(4). The ventilator was returned for investigation. The device was powered on and put into ventilation mode. The reported failure was then verified. The pump and the single board computer (sbc) printed circuit board (pcb) were replaced to resolve the issue. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator was intermittently auto cycling. The patient was removed from the ventilator and transferred to another device. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.